Manufacturer narrative:
(B)(4). As the device was not returned, a device analysis could not be completed. A service history review was conducted and there were no issues noted that could have caused or contributed to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm. The patient was connected at the time of the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.